Manufacturer narrative:
This device is available for analysis but has not yet been received. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported, the smart flex (5x80 vas 120cm) stent was blocked and partially deployed. There was no reported patient injury. The stent and material from the block were removed carefully. The physician maintained stable arteriographic control. A new stent could not be placed as the patient was too agitated. The procedure was a right femoral-popliteal recanalization in cross over. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
During an unknown procedure, the smart flex (5mm x 80mm 120cm vascular stent) stent was blocked and partially deployed. There was no reported patient injury. The stent and material from the block were removed carefully. The physician maintained stable arteriographic control. A new stent could not be placed as the patient was too agitated. The procedure was a right femoral-popliteal recanalization with cross over access. The device was returned for analysis. One non-sterile 5mm x 80mm 120cm vascular stent was received coiled inside a plastic bag. The stent was received fully deployed. Per visual analysis, one kink was noted on the outer member of the unit at 7.0 cm from the proximal end. Dimensional analysis was not performed due to the unit being received already deployed and the pusher sub-assembly hypotube was fully inserted into the outer sheath of unit. No other anomalies were noted. A product history record (phr) review of lot 40676 did not indicate deviations or unusual findings. The phr review does not suggest that the failure experienced by the customer could be related to the manufacturing process, therefore no corrective/preventative actions will be taken. The event reported by the customer as ¿stent delivery system (sds)-ses- deployment difficulty - partial deployment¿ was not confirmed. Although a kink was noted on the outer member of unit, the cause of the reported deployment difficulty could not be conclusively determined during the analysis since the stent was received fully deployed. Based on the limited information available for review, vessel characteristics (while unknown) as well as procedural and handling factors may have contributed to the reported event. The kink noted during analysis could indicate excessive application of force when meeting resistance. According to the instructions for use (IFU), which is not intended as a mitigation, ¿during preparation, evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction.¿ when introducing the stent delivery system, ¿if resistance is met during delivery system introduction, the system should be withdrawn, and another system should be used.¿ ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to the stent or lumen. If resistance occurs during movement through the sheath, carefully withdraw the stent system. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing.¿ the DHR indicated that the product met all the specifications prior to shipment; neither the phr review nor the analysis results suggest that the failure experienced by the customer could be related to the manufacturing process. Therefore, no actions will be taken.